Event description:
While performing a left ankle arthroscopy, a 4.0 mm curved dissector ar-8400cds was inserted into the joint. When it came in contact with the tissue, it broke. All pieces were accounted for. The shaver was removed from the field.